Event description:
This system was explanted and replaced due to twiddler syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
This report was created in error. There are no known complaints on this ICD. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The information you provided has been entered into our quality system as a complaint. Twiddler syndrome was observed following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no external anomalies. Should additional relevant information or the device itself become available, the investigation will be updated.